Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Upon analysis of presenting electrogram (egm), it was determined that there was oversensing of the noise which resulted in a stored ventricular episode. Technical services (ts) noted that it was most likely due to diaphragm muscle noise. Device optimization was discussed with health care professional (hcp) along with revision, x-ray, and further testing. Later, there were two more stored ventricular episodes due to supraventricular tachycardia (svt) where inappropriate anti-tachycardia pacing (atp) was delivered a total of four times. There was pacing inhibition greater than two seconds observed, but the patient's intrinsic rhythm persisted. This patient is not pacing dependent. Additionally, ts found functional under-sensing of the patient's p-wave falling under the programmed blanking. Reprogramming was recommended as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.